Event description:
The hospital has reported to the sales rep the following: during surgery when inserting the insert to the shell, the insert didn't stay in place. To proceed the surgery they used another insert. This was done without complications and no extended surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.